Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips are falling out. There was no consequence to the pt.